Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient had a cardiac catheterization. No blockage was found. The physician asked that the sample be repeated and a negative result was obtained. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was contamination. A siemens healthcare diagnostics field service representative was dispatched to the account and decontaminated the instrument and performed preventive maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.